Manufacturer narrative:
(B)(4). 510k: this report is for an unknown mono/polyaxial screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on february 28, 2020, the patient had a posterior lumbar decompression and fusion at l2-5 on (B)(6) 2020. On (B)(6) 2020, patient heard a ¿pop¿ sound and experienced an increase in pain at the surgical site. Imaging on (B)(6) 2020 confirmed that the locking cap of the left l2 screw had disengaged from the tulip of the pedicle screw. Revision surgery was performed on (B)(6) 2020. During the revision procedure, the 4 locking caps and rod on the left were removed and replaced with a new rod and 4 new locking caps. The locking caps on the right side were re-torqued to confirm they were appropriately locked. The wound was washed and then closed. Procedure was successfully completed. It is unknown if there was a surgical delay. There was patient consequence. Concomitant device reported: rod, str, ti, 450mm (hx end) (part # 179963450 , lot # unknown, quantity # 1). This report is for one (1) unknown mono/polyaxial screws. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
The implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition could not be confirmed as the image did not provide enough clarity to show the screw being loose. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during the course of this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.